Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had leak in iab circuit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d1, d4, h6 (medical device - problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the safety disk connection was loose, and the safety disk test failed. The fse reset the safety disk to resolve the issue. The iabp was returned to the customer in good, working condition.

Event description:
N/a.